Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the response button covers were missing and the front button was not functional. The root cause for the failure was missing parts from the front response button switch. The root cause of the missing switch parts cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were not able to activate the device.